Manufacturer narrative:
Corrected g2 with additional information that was inadvertently missed on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as simethicone type product. It is likely the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from a-rubber. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-290 series operation manual "3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited remnants of white crystallized contamination believed to be a simethicone-type product within the air/water channel. There was no patient involvement.